Event description:
Nurse noticed leaking from the three inch extension IV tubing set and replaced it. Approximately two hrs later noticed it leaking again, this time with a 3-5 cc blood loss. Other causes of leaking ruled out. Replaced again.